Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was powered on and then operation stopped. The device was not in patient use.